Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event swelling/edema (pt: injection site edema), was deemed to meet the serious criteria of permanent damage, as according to the reporter a permanent damage cannot be excluded with certainty. The device history record of radiesse injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This MDR is linked to MDR 3013840437-2022-00009, referring to the same patient. This consumer report was received from a russian consumer and concerns a female patient. She was injected with radiesse, for skin tightening. As reported, the patient had meso radiesse, not used as a filler. In 2021, after the radiesse injection, the patient experienced that it made her perfect lower face absolute ugly. The geometry of the face was gone, swelling came and the patient had the worst depression in her life. It had been 2 months at the time of this report, it did not go away. The patient needed at least a professional advice how to heal (if possible at all) all the terror on the face. Due to the provided information, the outcome of the event was considered as not resolved. Follow up information was received on 27-jan-2022: this case was upgraded to serious. The event term swelling was amended to swelling/edema and the coding was changed from injection site swelling to injection site edema. The event fibrosis was added. The patients full initials, date of birth, age, weight (B)(6) and height (165 cm) were provided. She was (B)(6) at the time of the event (reported as (B)(6)). The patient was injected with a total of 3 ml of radiesse, on (B)(6) 2021. She was injected with 1.5 ml per side (into 2 injection points per side), using a 22g cannula. Two syringes of radiesse were used, and diluted with sodium chloride in a meso diluted (product preparation issue, off label use of device). The patient had a morpheus 8 aesthetic treatment in (B)(6) 2021, and she tolerated it well. She received covid-19 vaccination in (B)(6) 2021. The patients medical history included anemia. Concomitant medications were reported as none. She had no allergies, autoimmune diseases, intake of interferon or omalizumab, or surgical interventions in the past. On (B)(6) 2021, 18 days after the radiesse injection, the patient experienced edema and fibrosis on the lower third of the face, on the right side. The edema did not go away for a long time. The patient began to feel indurations and a lump on the right side. At the time of this report, the patient had no improvement and the whole bottom was deformed and getting worse. The patient was in queue for making an ultrasound of soft tissues. The physician advised massaging with heparin containing preparations. No systemic antibiotic was prescribed, and the patient was not hospitalized. The patient wanted any physician in the USA to see her reaction. The outcome of the event swelling/edema remained unchanged. The outcome of the event fibrosis was reported as not resolved. In the opinion of the reporter, the events were not life-threatening, were permanent and were related to radiesse. Internal database correction was performed on 02-feb-2022: the assessment text of the follow-up information received on 27-jan-2022 was amended in regards to seriousness of each single event.